Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that review was requested for low voltage shock impedance (lvsi) measurements. The caller noted that the shock vector had been programmed right ventricular (rv) coil to can for reasons not documented by the following cardiologist. Temporary reprogramming to triad was performed in order to examine the individual vector breakdown. Impedance in rv coil to can appears consistently higher by approximately 30 ohms compared to triad. Based on the stored shock impedances during the two original defibrillation threshold (dft) tests, it seems likely that the shock vector may have been reprogrammed after the first attempt did not result in a clean reversion from ventricular fibrillation (vf). A boston scientific (bsc) technical services consultant stated the observed difference in impedance between triad and single coil is not surprising. Even in the context of bsc guidance, there is a 20 ohm delta between triad versus rv coil to can (70 ohms versus 90 ohms). The shock impedance trend over the past year is greater than the guidance of 90 ohms for programming considerations. And it would not be appropriate to draw a conclusion that the difference alone warrants action. In addition, there is evidence the shock impedance is increasing subtly with the average of approximately 120 ohms over the last twenty eight days. Recommendation is to consider a lead revision should the average impedance become greater than 150 ohms. This lead remains in service and no adverse patient effects were reported.